Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic nissen fundoplication procedure. The device was being applied to the hiatus, to repair the hiatal hernia. The suturing device was loaded and handed to the surgeon. The surgeon put the needle through one side of the hiatus and the needle fell off. The needle and the suture were removed. Another needle reload was put onto the device and the surgeon began to use it on the hiatus. The needle broke in half. The needle fell into the cavity of the patient. The needle was retrieved from the patient and discarded. In order to resolve the issue and complete the case, opened another suturing handle and needle reload. There was no patient harm. The patient outcome is alive, no injury.